Manufacturer narrative:
Immediately following complaint submission, stimwave quality contacted the clinical representative to review events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one stimq peripheral nerve stimulator (stq4-rcv-a0) and one stimq peripheral nerve stimulator (stq4-rcv-b0) were implanted bilaterally at the sacral region near the medial cluneal nerves. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical representative maintained contact with the patient following implant. For ease of understanding/reading, a glossary of abbreviations relevant to this investigation is provided below: ic - implanting clinician. Icp - implanting clinician's partner. Cip - clinician for intrathecal pump. Cr - clinical representative. Pns - stimwave's peripheral nerve stimulators. Pls - non-stimwave paddle lead stimulators. Waa - wireless antenna assembly. On (B)(6) 2019, the patient informed the cr that the gray waa antenna caused a burning sensation, but the blue waa antenna did not. Functionally, the two antennas are identical; physically, the gray antenna is more flexible. The patient declined to set up an appointment for reprogramming, stating that she would make it known if settings needs to be changed. On (B)(6) 2020, patient met with the cip and cr to discuss the burning sensation, reported by patient to be caused by activating the waa. The cr decreased the waa power settings to attempt alleviating the burning sensation. Cr did more reprogramming on (B)(6) 2020. On (B)(6) 2020, patient met with the cip to report having issues with the intrathecal pump. Patient reported she could flip the intrathecal pump around in her skin and expressed concern about erosion of pns. Cip reported that due to the patient's recent weight loss, the pns leads were more visible and might present a potential risk of erosion. On (B)(6) 2020, the patient contacted the cr reporting activating each of the three programmed settings of the pns for one hour with no relief and continued burning sensation. Patient was advised to deactivate the pns for three days in an attempt to see if burning sensation was caused by the intrathecal pump. On (B)(6) 2020, the patient met with the icp to discuss burning sensation. The icp was unable to determine whether the burning sensation was attributed to the pns or the intrathecal pump. X-rays taken during this appointment showed that the intrathecal pump and pns had not migrated. Pls was not noted at this time. On (B)(6) 2020, patient met with cip for an evaluation of intrathecal pump. A dye test on the intrathecal pump showed it was still working. On (B)(6) 2020, ic met with patient to evaluate the burning sensation caused while activating the waa. It was determined that the cause of the burning sensation was due to an interaction between the pls wires and the pns. Pls were observed to have wires close waa placement area. The entire pls cannot be explanted due to the risk of complication. Ic advised that the wires from the pls be cut and explanted. On march 17, 2020, ic reported meeting with the patient one week after removal of the pls wires. Ic reported that the burning sensation has been resolved. Burning sensation is a known risk of peripheral nerve stimulator and the stimq pns system that is reduced as far as possible in the product's risk management file. The device did not fail to meet performance specifications. The root cause is not attributed stimwave's peripheral ns system. The root cause of the burning sensation was caused by non-stimwave paddle lead stimulators (pls) from a previous operation not being removed after discontinued use: the waa was unintentionally stimulating the pls, as the pls wires lie within the same field stimulated for activation of the stimwave system. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the device was working as expected and the patient is getting therapy from their device. However, CAPA-(B)(4) has been initiated to address late MDR reporting. In this event, both the clinical representative and chief medical officer were aware of the issue and did not submit the complaint in the time required by established procedures. Stimwave was in contact with the clinical representative and implanting clinician from march 3, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as surgical intervention was required to preclude potential permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint of burning sensation submitted to the stimwave complaint system on march 2, 2020 by clinical representative. The clinical representative first became aware of the issue on december 31, 2019.